Event description:
Caller from a user facility reported 2 inform system blood glucose results of hi, which on the inform system indicates a result in excess of 600 mg/dl, and a lab result of 91 mg/dl within 10 minutes using specimens from the same arterial line. The caller later verified that the arterial line was not cleared before the tests were conducted. Pt was not treated based upon meter result. No adverse event reported. A request was made for the return of the system, replacement was sent.